Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported receiving no delivery alarms during bolus. The customer's blood glucose was 166mg/dl. Troubleshooting was performed. Advised the customer to verify the reservoir volume, and it was empty. Assisted the customer to run the fixed prime test and the insulin did exit. The customer called back the next day to report being hospitalized due to high blood glucose of 526mg/dl. The customer stated that he was told the insulin pump will be replaced. No further information was provided.